Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2024, during intravenous therapy, the patient noticed the bedsheet becoming damp. Upon inspection, the nurse discovered leakage from the three-way stopcock base. Although the patient was unharmed, medication was wasted. The patient expressed strong dissatisfaction, immediately halted the treatment, and requested replacement of the three-way stopcock for continued therapy.